Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a battery issue. The ventilator was not in use on a patient at the time of the reported ev ent. The service engineer (se) evaluated the ventilator and found a relevant error code: the battery had a low charge and needed to be charged. The se charged the battery. The se performed calibrations and extended self-testing on the device and all tests passed.